Manufacturer narrative:
(B)(4). Dil cath: viatrac 4x20x135; guide wire: .014 x 180 asahi prowater gw; embolic protection device: 6mm spider fx; stents: xact, protege; sheath: 6f sheath. There was no reported product deficiency. The reported patient effect of thrombosis is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xact stent delivery system referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a 95% stenosed, heavily calcified, left, internal carotid artery stenting procedure, after pre-dilatation, a xact stent delivery system (sds) was advanced but would not cross the lesion due to the vessel tortuosity. Another non-abbott sds was advanced, but would not cross either. An acculink sds successfully crossed to complete the stenting procedure and a non-abbott catheter was used to extract a thrombus that was found in the filter post stenting. Although the thrombus was reportedly caused by the non-abbott carotid sds, it's unclear when the thrombus actually occurred. There was no adverse patient sequela reported. There was no additional information provided.